Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet intermittently stopped displaying cgm readings, which resolved after the user restarted the ilet. Symptoms included no reported adverse physiological effects. Outcomes included no impact on daily activities and no medical intervention or hospitalization. Investigation included a technical support assessment and user troubleshooting. Investigation of this case revealed that a device restart restored cgm data display and no further malfunction was observed. It was concluded that the event involved transient signal loss with recovery after restart, and the device functioned as expected following the intervention.